Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible at the sn is unknown. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
During a ventricular tachycardia ablation procedure, the patient received a skin burn at the site of the non abbott grounding pad.